Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) suggested performing an x-ray and programming each vector to isolate the issue. The field representative reported the shock vectors were tested and found the coil to coil vector gave high out of range readings, coil to can were within range. The device was reprogrammed to distal coil to can with good impedance measurements and will continue to be monitored. There were no adverse patient effects reported.